Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. Reportedly, the customer did not recall navigating to the bolus screen. The customer's blood glucose (bg) level was 376 (mg/dl). Reported the customer's elevated bg level was due tot he customer over eating and a bad night sleep. The customer was unsure if the incomplete bolus alert contributed to the elevated bg level. A bolus via the pump was delivered to address bg level.